Manufacturer narrative:
The reported inability to loosen/tighten the atrial set screw was confirmed in the laboratory. Visual inspection identified septal material inside the atrial screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw.

Event description:
It was reported that during an implant procedure, the set-screw of the implantable cardioverter defibrillator (ICD) would not tighten. The ICD was not used and another ICD was used to successfully complete the procedure. The patient was stable throughout.